Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. There was no impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.